Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that they have seen an increase in the number of, "no disposable," alarm complaints with cadd cassette reservoirs - flow stop. It was reported that there have been some with adverse events.

Manufacturer narrative:
Other text: h4: device manufacture date could not be completed due to lack of information regarding lot number. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. If the product is returned however, the manufacture will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed, corrected data: correction: b5:describe event or problem: updated.

Event description:
It was reported that the customer had an increase in the occurrence of no disposable alarms on the device. Previous reports have indicated patient injury, however this serves as a request for patient information and notification of customer satisfaction.